Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient was unable to perform a blood test on her onetouch ping meter remote because it was prompting the "apply sample" message after the sample was already applied to the strip. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) at approximately 6:30pm. The patient reportedly manages her diabetes through pump therapy (unknown insulin type and dose) and reportedly took her usual dose of insulin at approximately 5pm during that same day. Approximately 4 hours later, the patient reportedly developed symptoms of "weakness in the legs, cold sweats and eyes were dim." Despite her symptoms, the reporter denied that the patient received any treatment. At the time of troubleshooting, the cca noted that the correct test strips were being used, the meter was not being used for the first time and the test strips completely drew in the sample. The issue remained unresolved after retesting. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly unable to test her blood glucose due to the alleged reported issue and developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc dirty. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.